Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Ccu failed functional testing with blank video output. Cause of output malfunction is a corroded camera head receptacle causing intermittent blank image and interference. Product passed functional testing with a known good receptacle installed. The complaint was confirmed and the root cause has been determined to be corrosion of the camera head receptacle. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during inspection of the knee arthroscopy procedure the camera head did not show any image because there was an interference. No delay an a back up was used to complete the procedure. No other complication were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.